Event description:
It was reported, "PICC 3cg wire integrity compromised during PICC procedure. Patient unable to lay flat due to pain. Resistance met with passing catheter with 3cg wire on right and left arm. Left arm PICC wire with same lot# different kit was not compromised. PICC insertion attempt of rue. Met resistance and unable to place PICC centrally. 3cg wire removed and found to be kinked at 45 degree angle. Procedure immediately aborted. It is unknown if the patient experienced any adverse event or injury. No other information was provided."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.